Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulty advancing and removing the guide wire from the device could not be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. However, possible factors that may contribute to the difficult advancing and removing the bdc from the guide wire causing resistance between the devices may include, but not limited to, manufacturing damage, device placement technique, buildup of procedural contaminants in the guide wire lumen, guiding catheter support, inner diameter of guide wire lumen, condition of the guide wire, or damage to the shaft of the catheter. A conclusive cause for the reported complaints could not be determined since the difficulty could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the tortuous iliac artery where there were stents present as well as calcium and aneurysms, via contralateral approach. The 3x40 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was advanced over a command guide wire through a 6fr sheath. The armada balloon was unable to be advanced to the lesion and was also unable to be removed from the guide wire. The devices were removed together and the command guide wire was attempted to be re-advanced; however, it was not possible to recross the lesion and the procedure was aborted. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. The patient will come back for another procedure, attempting antegrade approach. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.